Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was also reported that the lead was capped.

Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed an out of tolerance subthreshold lead impedance alert occurred on (B)(6) 2014. The maximum defibrillation active can on impedance rises from 82 ohms the week ending (B)(6) 2014 to greater than 250 ohms the week ending (B)(6) 2014. The maximum superior vena cava defibrillation impedance rises from 115 ohms the week ending (B)(6) 2014 to greater than 250 ohms the week ending (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high impedance on both the right ventricular (rv) and superior vena cava (svc) coils. There is a possible fracture of the right ventricular (rv) lead. The lead will be replaced. No patient complications have been reported as a result of this event.